Event description:
Epidural catheter inserted and successfully utilized. During removal of catheter tip approx 3 cm broke off and lodged in pt's spine. The portion of the catheter that broke off was not able to be retrieved. Further follow-up unknown.